Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose results. Pharmacist is calling on behalf of the customer. The customer is concerned with the result of 187mg/dl. The expected fasting blood glucose test result range is 80 to 102mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 08/21/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 92mg/dl n/a 12:00 pm fasting: yes, 187mg/dl n/a 12:00 pm fasting: yes. The customer is concerned with the high readings on the meter. She is feeling well and takes her blood test fasting.